Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. There were no complications noted during the procedure. After the procedure, approximately 3 hours later, the patient developed low blood pressure. Transesophageal echocardiography (tee) was performed and showed a pericardial effusion. The patient was then sent to cath lab where the effusion was drained (50ml). The patient was placed in the intensive care unit (ICU) for 24 hours for monitoring. The patient was discharged home the day after procedure. It was further reported that cardiac tamponade occurred due to the pericardial effusion.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted. There were no complications noted during the procedure. After the procedure, approximately 3 hours later, the patient developed low blood pressure. Transesophageal echocardiography (tee) was performed and showed a pericardial effusion. The patient was then sent to cath lab where the effusion was drained (50ml). The patient was placed in the intensive care unit (ICU) for 24 hours for monitoring. The patient was discharged home the day after procedure.